Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. It was reported that a patient called to report after she had a right knee replacement surgery in (B)(6) of 2015, she suffered from a lot of pain on a daily basis, reporter said originally, she had the knee replacement surgery on (B)(6) 2015. However, she had a revision surgery on (B)(6) 2019 because she was suffering from a lot of pain, her leg was locking. She said she was using a cane and wheelchair to get around. She said she was taking 6 vicodin a day to alleviate her pain. She said she was doing heating pad and frequently lying down as the result of her pain. She said her doctor could not see the loosening of the tibial because he was doing a regular x-ray. When the doctor ordered x-ray with contrast. He saw that there was a loosening on the tibial. In order to fix that she had another revision on (B)(6) 2022. Doi: 2019; dor: 2022; affected side: unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.